Event description:
Patient experienced intermittent dysphagia to liquids and solids and severe gerd. Patient wanted gastric band removed. During removal the following was found: a large amount of stomach herniating to the chest wall as well as half of the superior portion of the gastric band.